Event description:
It was reported from a study that the patient had expired approximately 5 months after a device change out. The death was called a "non-sudden cardiac death." The patient was hospitalized for an unrelated condition and suffered a cardiac arrest in the hospital and suffered an anoxic brain injury after the cardiac arrest. No complaints or allegations have been made against the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.